Event description:
The lead has been returned.

Event description:
Boston scientific received information that this right atrial lead displayed non-sensing and loss of capture. The patient reported experiencing diaphragmatic stimulation with atrial pacing. The patient reported falling sometime in the middle of may. The patient was to undergo a chest x-ray. Subsequent information indicated that the patient was seen for a lead revision procedure. The lead was determined to have dislodged. The physician felt that the patient may have twiddled the lead. The lead was explanted and replaced. There were no additional adverse patient effects. The lead is to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned severed 111 millimeters (mm) from the terminal pin, in two segments, totaling a length of 462 mm. The insulation was missing from the first 35 mm of the tip segment. Cuts were noted in the lead insulation 123mm from the tip. There were residual deformations in the insulation that showed that the lead had been twisted. Tissue noted entwined in the helix. The lead was determined to have been electrically continuous. Laboratory analysis was able to confirm the suspected twisting from twiddler's syndrome.

Manufacturer narrative:
The lead has not yet been returned for analysis. Should additional information become available, this report will be updated.